Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that the air sensor generated an audible alarm when there was no error present. As result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.